Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an error message and the x-rays were deactivated. There is no report of injury or death associated with the event described in this complaint.